Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. It was indicated that the patient was taking medication containing hydroxyurea, which is off-label usage of the device. On (B)(6) 2025 the patient felt thirsty and her cgm was showing 220 mg/dl, however when she did a fingerstick she got 550 mg/dl. To alleviate the symptoms, she took a hot shower and dosed herself with insulin (unspecified route and dosage), then she called her adviser who advised her to go to the ER for further assessment. When she arrived at the ER at around 8:00 pm, her bg was tested which also showed around 500 mg/dl while her cgm stayed at 220. She was given IV fluids and stayed at the ER for 3 hours. She was discharged the same day at around 11:30 pm. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.